Event description:
Essure device had premature uncoiling. It was removed in its entirety and a new device was obtained and successfully used.====================== manufacturer response for birth control coils, essure (per site reporter).====================== rep took device as rep was present during procedure and noted device failure.